Event description:
Pharmacist requested a log review for a pca infusion. Morphine 5 mg/ml standard concentration in a 30 ml syringe was programmed the med/surg profile for pca only, dose 1 mg (no continuous), lockout 10 minutes, max limit 8 mg/hour. The infusion was started on (B)(6) 2012 at 17:15. The customer's own review of the log showed a loading dose of 6 mg given at 17:19 on (B)(6) 2012. The pt also was receiving lactated ringers at 80 ml/hr and oral hydrocodone (dose and times unk). The pt was noted to be resting with no complaints about 45 minutes prior to the event but was found unresponsive at 04:35 on (B)(6) 2012. A resuscitation code was called, but was unsuccessful and the pt expired. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The manufacturer's data set and a pcu event log for pcu serial number (B)(4) were received on (B)(4) 2012, but initial review of the log indicated it was not in use on the day of the reported event. That device was determined not to be the event device. The correct pcu event log, for pcu serial number (B)(4), was then requested and was subsequently received however, due to continued use, data from the event date has been over-written therefore no further investigation can be performed.